Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model sc9045. This product was used for the product code and 501k. E1 - this complaint was received through: ana boccardo language science, inc. 101 stan landing, suite 500 medford, ma 02155 t: 800.240.0246 f: 617.621.2552 aboccardo@languagescientific.com investigation summary one (1) photograph was provided by the customer for evaluation. The photograph cannot confirm the complaint of leaking from the opening of filter when it was connected to the patient the DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The customer complaint cannot be confirmed from the photograph provided. The DHR for lot number 13918401 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
A complaint was received with regard to a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer that experienced leakage during use. The reporter stated that, "no leakage was observed when expelling air from the filter, but the medication began leaking from the opening of filter when it was connected to the patient to start the infusion. As the product was already contaminated, it was discarded as a defective item after being photographed." There was IV solution used, but the drug name was unknown. Picture is provided showing the sample with red mark. There was no patient harm.